Manufacturer narrative:
Investigation summary: bd received 100 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for color variation with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for color variation with the incident lot was observed. This does not hurt the form, fit, or function of the tube, the color is still lavender and is within the product requirements for catalog 367846. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® edta 2k the shield/cap stopper is different color/shade or faded. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the cap is varied in color."